Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Evaluation found battery misuse (2hrs25min working against 62 charging cycles) however, this doesn't affect torque and speed level. Torque and speed level is functioning normally.

Event description:
It was reported that an e3 motor was spinning too fast; no injury resulted.